Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement. It was noted that the impedance measurements had been variable. Additionally some deflections were noted on the presenting electrogram (egm) but were not sensed. Remote follow-ups were discussed. No adverse patient effects were reported.